Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2016-00586. It was reported the patient was unable to feel stimulation from his scs system. Diagnostic testing revealed high impedance reading on multiple lead contacts. X-rays were ordered. It was determined the patient's leads had migrated out of the epidural space. Subsequently, the patient underwent surgical intervention at which the leads were explanted and replaced. Effective stimulation coverage was restored post-operative.